Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose ranging from 14.5-33.2 mmol/l (261-598 mg/dl) from 10 am - 12:10 pm on (B)(6) 2011. She contacted her diabetes educator and was advised to inject 8 units of insulin at 10:30 am and again at 11:15 am and her blood glucose decreased. She stated, she changes her infusion site correctly and practices proper site rotation. The pt was instructed to disconnect from the infusion site and she primed 1 unit of insulin without error. She reported experiencing similar issues in (B)(6) 2011 (no details provided). The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.